Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt became hypotensive one hour and 15mins into the treatment and was given one liter of saline. Pt was weighed after receiving saline and their weight indicated that pt had lost 4.7kg. The machine indicated that 2, 195ml had been removed. The pt was discharged in stable condition after receiving additional saline. There was no serious injury or illness.